Event description:
The account alleged the brakes were not locking no patient impact.

Manufacturer narrative:
The technician found the brakes were not set properly. The technician set the brakes and in-serviced the account to push the brake pedal all the way down to resolve the issue.